Manufacturer narrative:
Results: the complaint of ¿over stimulation ¿was confirmed. Visual inspection of the returned lead identified numerous wires detached from the electrodes on the paddle. Continuity testing showed that channels 5, 9, 10, 11, 15a, 15b and 16a were electrically open as the ends of the broken wires were in close proximity to the electrodes as well as other wires, the patient could have experienced uncomfortable over stimulation as the wire made unintended and intermittent contact when the patient moved. The detached wires were consistent with the lead being subjected to an overstress condition while in vivo. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced overstimulation when moving. Surgical intervention was undertaken and the lead was explanted and replaced. The patient reported effective stimulation coverage postoperative and was no longer experiencing overstimulation with movement.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.